Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single upset event caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a red screen. Upon review, it was noted a patient data (pd) error message. A request was made to have data from this device and data analysis confirmed that it is a benign alert. In addition, it was indicated that the patient had a non-boston scientific leadless pacemaker and received inappropriate therapy in secondary vector and the device was kept in the primary vector. Reprogramming efforts were performed and the data was updated. Currently, this s-ICD remains in service and no adverse patient effects were reported.